Manufacturer narrative:
The reported issue that an infusion for acyclovir 550mg in 100ml was programmed to infuse over 1 hour, however 19 minutes after the infusion was started, the pump alarmed and the medication bag was found empty could not be confirmed; no product or device logs were returned for investigation. Device history: review of the sn (B)(4) service history record showed the device had a manufacture date of 10/24/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 08/27/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the sn (B)(4) service history record showed the device had a manufacture date of 11/04/2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/04/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that an infusion for acyclovir 550mg in 100ml was programmed to infuse over 1 hour, however 19 minutes after the infusion was started, the pump alarmed and the medication bag was found empty. The customer stated "I was able to determine from the logs that it was user error." Although requested, no further information was provided.